Event description:
The pump was returned for investigation. Investigation revealed that the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. Investigation also revealed that there was contamination found under all button contacts. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad cover was found to be peeling from the top to the ok button. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently unresponsive. The ok keypad button responded appropriately. The keypad cover was removed and the up arrow, down arrow, and contrast key contacts were found to be misaligned. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).